Event description:
In 1993, pt had bosker tmi implanted. On 12/07/99 pt's spouse reported that the implant had broken. Revision is schduled in 2000. Revision is to include bone graft(s) and dental implant(s).